Event description:
End user alleges while operating the motorized wheelchair with the foot plate in the up position her pant leg became caught in the drive tire causing the unit drive over her leg. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user fractured her right femur and was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user alleges while operating the motorized wheelchair with the footplate in the up position her pant leg became caught in the drive tire causing the unit to drive over her leg. End user was not wearing a seat belt. The owner's manual warns, "keep your back against the seatback, arms on the armrest, and your feet on the footplate". "Do not allow objects to hang from any part of your power wheelchair that could get tangled in the wheels", and "always use the seat belt".